Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal extraperitoneal colpopexy, anterior colporrhaohy and cystoscopy due to sui, cystocele, intrinsic sphincter deficiency and incomplete vaginal vault prolapsed.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent interstim implant, stage I on (B)(6) 2007. It was reported that the patient underwent interstim implant, stage ii on (B)(6) 2007. It was reported that patient underwent removal on interstim ipg and lead on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/7/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary incontinence, and urgency. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.